Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device had boot problems. On december 13, 2016, it was clarified that the issue occurred during surgery. There was no delay to the surgical procedure and there was another device used to complete the surgery. There was no impact or damage to the graft harvest and the harvested graft was usable. There was no need to take an additional graft and the blade was place properly for use. The dermacarrier was at room temperature during use and the device has not been repaired by anyone other than zimmer biomet. There were no contributing conditions related to the failure and the surgical technique for the product was utilized. There was no harm or injury to the patient or operator. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by zimmer biomet (B)(4) on december 5, 2016 revealed that the motor was measuring at 0 rpm. The control lever torque testing was not performed. The device was out of calibration. The control bar was flush with the master blade. Repair of the electric dermatome was performed by zimmer biomet (B)(4) on december 15, 2016 which included replacement of the vespel sleeve bearings, semi-circle bearings, and screws. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was running at 0 rpm. The root cause of the device having boot problems could not be specifically determined with the provided information. . The issue was resolved with the replaced the vespel sleeve bearings, semi-circle bearings, and screws. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that during surgery, the effect of the device taking skin is not good. No adverse events were reported as a result of this malfunction.